Event description:
It was reported that a malfunction alarm occurred multiple times. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their health care provider to obtain a backup method of insulin therapy. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer delivered a bolus via the pump to address elevated bg.